Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 3004209178-2015-55512 and please see medwatch report # 3004209178-2015-55522.

Event description:
The customer reported via phone call being hospitalized due to unexplained low blood glucose levels on (B)(6) 2015. The customer's blood glucose was 30 mg/dl, and an ambulance treated the customer with an intravenous drip and 15 mg of sugar. The customer stated that the insulin pump's drive support cap was flush with the insulin pump, and she did not know how the damage occurred. The customer did not observe any significant events leading to the admission. She did not know the perceived cause of low blood glucose. She declined troubleshooting assistance and requested replacement of the insulin pump. She also reported previously having been hospitalized on (B)(6) 2014 due to unexplained low blood glucose. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.